Event description:
It was reported that the left ventricular (lv) lead was being repositioned due to the lead was drawing back out of position from the initial implant location. During the repositioning the lv lead was contaminated, therefore the lv lead was removed and replaced. No patient complications have been reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.